Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, unavailable at the time of this report.

Event description:
The customer reported that on (B)(6) 2017 at 1:33 pm the patient in room 6315 had a heart rate (hr) of 170 beats/minute but the information center did not provide an alarm. The customer indicated that the patient required therapeutic intervention (medication) in order to treat the tachycardia. The specific medication administered was not indicated.

Manufacturer narrative:
No malfunction occurred. The customer indicated that on (B)(6) 2017 at 1:33 pm the patient in room 6315 had a heart rate (hr) of 170 beats/minute but the information center did not provide an alarm however based on the evaluation of the device and log file data, it was determined that alarms were in fact provided and were silenced and then paused/suspended for 3 minutes. The device is considered to have been a factor in this incident however based upon use of the product at the time and staff being unaware of the status of the patient until a nurse walked past the patient room. The customer has been provided with a summary of findings. No patient information was provided.